Event description:
Customer called to report a leak from the white blood cell (wbc) bath of the coulter ac.t diff analyzer. Customer stated that approximately 15 milliliters of liquid had leaked. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue via telephone. The cts instructed customer to replace the waste tubing underneath the wbc bath, as well as the tubing for pump motors pm1 and pm2. Customer confirmed that the baths were draining properly and did not have any further issues. The cts verified proper instrument function with customer to ensure that the troubleshooting instructions effectively resolved the instrument issue.

Manufacturer narrative:
The cause of the leak is unknown; however, the leak was repaired by replacing the waste tubing underneath the wbc bath, and the tubing for pump motors pm1 and pm2. Customer has not called back to report any further issues relating to this event. (B)(4).